Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical/electronic component problem was identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation exhibited the supply board sensor not working properly due to the expired life expectancy of the circuit board.. There was no patient involvement.